Event description:
It was reported that a scooter shut down unexpectedly. When the user turned the chair back on, it jerked and injured the user's upper back. There was no report of medical intervention. Should additional relevant information become available, a supplemental report will be submitted.